Event description:
Clinical reported that the unit would not reman in standby. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 19sep2019. Additional evaluation notes were reported. Repair information was confirmed. Although requested, patient information was not confirmed. Clinical reported that the unit would not remain in standby. Prior to this, the unit had air leaking from underneath the data acquisition board. The customer reported that they were trying to determine if the issue was user error. The fse advised the customer to perform the performance verification test (pvt) and see if the unit was in specification. The customer reported that the issue was resolved. The customer reported that the machine pressure line and proximal pressure line were swapped around. The customer stated that this was from a previous repair regarding air leaking from underneath the data acquisition board. To resolve the leaking air issue, the unit was pulled apart and the o-rings had lubricant applied to them. During that repair the pressure lines were misplaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
Clinical reported that the unit would not remain in standby. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.